Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was 90% stenosed, no calcified, non tortuous, in stent restenosis in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.0 x 20 mm balloon at 10 atms and a 2.5 x 25 mm balloon at 10 atms. Using a atw 0.014 guide wire and a xb 3.5 6fr cordis guide catheter the physician was able to inflate the balloon on the first attempt at 12 atms successfully deploying the taxus express2 8.8% 3.0 x 32mm drug eluting stent. The physician was then unable to deflate the balloon completely. The balloon still partially inflated was visible under fluoroscopy. The physician inflated and deflated with saline 3 or 4 times. After using saline, the balloon completely deflated by pulling minimal negative pressure and removed intact from the pt. The balloon was inflated for about 80-90 secs. The pt did have mild chest pain during the balloon inflation. There were no reported pt complications and the procedure was successfully completed. The final pt condition has been reported as "alive and without complication."